Manufacturer narrative:
The customer stated that treatment was given - calcium gluconate 1g IV push, as a result of the high potassium value, 8.1 mmol/l, that later was determined to be unnecessary. They also stated that they did not repeat another sample from this patient at this time. Another sample was drawn from this patient, approximately 15 minutes later and run on a different siemens chemistry analyzer . The result of 4.6 mmol/l was reported with a "hemolyzed" flag. They believe that the original sample run on the rp500 was hemolyzed also. Siemens analyzed the data files. The performance of the rp500 instrument (B)(4), the measurement cartridge (B)(4), and the k+ sensor was determined to be acceptable. The discordant result observed on rp500 (B)(4) was likely do to hemolysis of the whole blood sample.

Event description:
The customer reported discrepant high potassium results on the rp 500 compared to another siemens chemistry analyzer. There was no report of injury due to this event.